Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that half height cubie pockets had duplicate address error. A field service engineer fse reseated row board cables connection and all cubie trays and pockets. Further the fse assisted customer to unload medications from the pockets showing duplicate address errors after which the medications were reloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 duplicate address detected for 3 copies of each pocket, which contain multidose medication. The customer attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.